Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. However, the receiver did not turn on. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a hardware failure on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.